Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the water syringe from the foley catheter tray was empty. The tray was still used with saline instead of water.

Event description:
It was reported that the water syringe from the foley catheter tray was empty. The tray was still used with saline instead of water.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contents: uro-prep¿ tray with: underpad, drape povidone-iodine solution npn 02076144 10cc syringe (prefilled with sterile water) to inflate foley catheter only. Latex-free, powder-free gloves(2) specimen container and label lubricant packet, forceps, prep balls (5) graduated collection container"